Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to seal the valve of the introducer sheath port side and successfully aspirate the introducer. The issue did not correct with reinsertion of the introducer dilator to full dilator circumference. The introducer was removed and replaced. No patient complications have been reported as a result of this event.